Event description:
Customer reported on a bravo ph capsule that failed to attach and was found by the customer in the back of the patient's throat. The patient was not injured following the procedure.